Event description:
It was reported that during the procedure the fiber stop working, the physician pulled fiber out to clean the tip, the tip came off completely. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis of the returned fiber did not confirm the fiber break reported clinically, but did confirm metal cap detachment as the cap was missing from the returned fiber. The fiber was tested with hene laser fixture and there were no signs of breakage along length of fiber. The connector cone, segments, and tabs appeared in good condition and were secured. The control knob is attached and aligned with fiber and can rotate the fiber. The glass cap showed moderate devitrification but detritus adhesion could not be determined due to the missing metal cap. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline colling flow which leads to elevated temperature. Continuous elevated temperatures can lead to fiber damage, including detachment of one or both caps. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip.

Event description:
It was reported that, during the procedure, the fiber stopped working. When the fiber was pulled out to clean the tip, the tip came off completely. The procedure was completed with another fiber. No patient complications were reported.